Event description:
During a coronary drug eluting stenting treatment procedure the stent came off the balloon. A taxus liberte' drug eluting stent of unknown size was used in an unknown very tortuous vessel and it was reported that the stent came off the balloon. It is unknown if this event occurred inside the patient or outside the patient. Additional information was requested, however, the consultant was not able to give any further details except that the patient was ok. This product is only ous approved but it is similar to a marketed us device.